Event description:
The device used on a newborn pt for infusion of drugs and paternal nutrition. On the sixth day began to pour out nutrition and after examination of the pediatric surgeon found that there was a crack in the catheter. On (B)(6) 2013: confirmed catheter was replaced. No additional info was provided by the reporter.

Manufacturer narrative:
(B)(4) - device ruptures are. Per info supplied by the customer, no product will be returned. Quality control performs a final inspection for the total nutrition catheter, single lumen to confirm overall catheter surface is clean without excessive imperfections or damage prior to shipping. This product is shipped with instructions for use (IFU) which states under warnings / precautions: "if lumen flow is impeded, do not force injection or withdrawal of fluids. Notify the attending physician immediately." / "silicone catheters are not designed for power injection. Catheter rupture may occur. Use of a 10 ml syringe or larger will reduce the risk of catheter rupture." Without the complaint device returned it cannot be determined what may have caused the failure mode. Steps have been previously taken, at mgmt discretion in an effort to alleviate / reduce the occurrence of this failure mode. Per info supplied by the customer, no product will be returned. Without the complaint device returned it cannot be determined what may have caused the failure mode. The appropriate personnel have been notified and we will continue to monitor for similar complaints. The risk assessment was not updated in response to this complaint. However, the inclusion of this complaint would not change the conclusion.